Event description:
It was reported a spectrum pump had a door latch that failed to sense. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door latch not sensing, which was reproduced as door not fully latch alarms. The door not fully latched messages were found to be caused by cracks in the threaded insert boss of the front case that mount creates separation between the front case and mechanism assembly, resulting in the force required to secure door to be above expected levels and is a known cause to the door not fully latch alarms. The front case assembly was replaced.